Event description:
Customer reports two patients with overcorrection following refractive surgery. No additional information was provided.

Manufacturer narrative:
During the on site investigation, the service tech reviewed the systems logfile and found no issues with the laser as it was working within specification. Root cause was determined to be patient factors, (patient selection and patient healing considerations). (B)(4).